Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, when the right atrial (ra) lead was inserted into this cardiac resynchronization therapy defibrillator (crt-d), it was difficult to confirm the terminal pin was fully inserted. With the other leads, the terminal pin was easily observed beyond the connector block. With the ra lead, the pin was only slightly visible beyond the connector block. The physician felt it seemed possible to push the connector pin further, as there seemed to be enough space in the header, but after extra effort, the pin was still barely visible. The lead and device were successfully implanted. No adverse patient effects were reported.